Manufacturer narrative:
A field service engineer (fse) went on-site and upon inspection found the closed tube sampling assembly (cts) overflowing when washing. The line from waste valve to waste sump canister was found to be clogged. Fse primed wash 10 times to flush. Repair was verified per established procedures and no further issues were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the blade wash in the closed tube sampling (cts) assembly of the unicel dxc 800 pro synchron clinical system was causing an autogloss leak. No injury was reported and no erroneous results were generated.